Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion breaching the outer insulation and exposing the outer coil located proximal to the suture sleeve tie down impression, consistent with friction to the device can and an external abrasion breaching the outer insulation and exposing the outer coil located distal to the suture sleeve tie down impression, consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.